Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j11390r30, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
Additional information was received and it was reported that the patient was hearing a critical pump alarm that started at 10am today ((B)(6) 2013). The patient was scheduled for a pump replacement on (B)(6) 2013, but it was canceled due to insurance and paperwork issues. The patient had been having a return of symptoms since (B)(6) 2013. The patient was up until 5:30am today because he was in so much pain; ¿he finally fell asleep 10am when the alarm started¿. The patient wanted the system removed because he didn¿t like having the pump and ¿his body couldn¿t handle it¿; he started having ¿sky high blood pressure, crying, and waking up with hives¿. ¿they¿ determined that the patient needed the pump and would do a replacement.

Event description:
The patient also noted he had pain in his feet, legs, right hand and arm, an excruciating, burning pain that had been occurring since his pain stim stopped working. (Please see related manufacturer report # 3004209178-2013-12216)

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that on (B)(6) 2013, the patient started hearing a noise and it was the next day before he realized that it was the pump making the noise. It beeped every hour at 25 minutes past the hour. The pump was last filled on (B)(6) 2013; the next refill was scheduled for (B)(6) 2013. The patient stated that ¿at first I feel I¿m heavily drugged and then my pain gets out of control.¿ this was making his mood swing up and down. The pain getting out of control and mood swings had started about a month or so ago and had gotten gradually worse to the point where he felt like he was always out of control. The patient had called his physician, but had not heard back yet. The pump was delivering morphine. The patient¿s healthcare provider (hcp) later reported that on (B)(6) 2013 the physician ordered a decrease in concentration and a tapering down on the patient¿s daily dose. A catheter dye study was performed on (B)(6) 2013. The hcp noted ¿patient complications,¿ and the patient decided he did not want the pump replaced. The patient did not have any signs or symptoms of withdrawal. The patient was panicked because he had had withdrawals in the past. The patient did not require hospitalization and the patient¿s outcome was no injury at this time. The patient then later reported that there was still concerns regarding the device or therapy, but the patient was working with the doctor. The patient¿s appointment dates were (B)(6) 2013. Further, the patient was trying to locate a physician who would explant the pump as the pump was reaching end of service (eos) in august. The patient will have the pump removed if he is unable to locate another physician to manage his care. It was now reported that the pump started to alarm on (B)(6). Reportedly, the health care provider had been reducing the patient¿s medications. At the last visit the medications were reduced by 57% which caused the patient¿s blood pressure to increase to 250/115. Normally the patient¿s blood pressure is 90/60 or 80/60. The patient also stated he had ¿autodysanomia¿ which causes him to pass out. As a result the health care provider cannot give any medication to address the patient¿s blood pressure. The patient had passed out on (B)(6) and fell on his right hip. He also passed out on (B)(6). Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further reported that the logs were read on may 21, 2013 and june 11, 2013. The pump alarm was due to the elective replacement indicator. The medication in the pump has been slowly decreased at the patient¿s request. This had occurred on clinic appoints since (B)(6) 2013 when the rate was decreased by 20%. On (B)(6) 2013 the dose was decreased by 30%. On (B)(6) 2012 the concentration was decreased to 5 milligrams per milliliter and the rate decreased by 0.1 percent. Lastly, on (B)(6) 2013 the dose was decreased by 30%. The patient was aware that the device was nearing end of life (eol) and he had stated he did not want the pump to be replaced. Reportedly, the ¿autodysanomia¿ had been the patient¿s ¿pmii¿ and the health care provider had not diagnosed or treated the patient for this. The patient¿s last visit was june 28, 2013 and there had not been an evaluation of his devices since this day. The next scheduled visit was october 11, 2013. It was further reported that the patient¿s pump would not last beyond august 16, 2013 as it was implanted in (B)(6) 2006. The patient reported that the size of the pump and its pushing against his ribs had been an issue with the implant location. The patient stated he wakes every two hours in pain. Reportedly the health care provider was ¿working on¿ getting a new pump but did not know if the patient would be able to get one before this pump ¿dies.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer on 2017-jan-25. It was reported that the second pump was removed due to normal longevity on (b)(46 2013. At the surgery to replace the second pump, his blood pressure went way too high. The patient noted 300 and they had to give him something during surgery because he was burning up. The patient was receiving morphine at an unknown concentration and dose.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-mar-21. The patient stated that on (B)(6) 2013, the patient got the pump replaced due to longevity, but before the surgery the blood pressure was 300 something. The healthcare provider (hcp) had to put something in his intravenous (IV) therapy that was burning. The patient went under for surgery and felt like he was lifted up or something. They kept the patient overnight and the patient stated that the head nurse called his wife at 2 am to come back to the hospital because they thought they had lost the patient. There were no further complications reported or anticipated.

Event description:
Additional information was received and it was reported that they increased the patient's oral medication once the pump went to eri (elective replacement indicator). The pump went to eos (end of service) on 08/14/2013; the pump was still alarming per the patient. On (B)(6) 2013 the patient's pain was so severe when they were titrating the intrathecal medication down in anticipation of eos that his blood pressure shot up to systolic 200-300 and diastolic 110-130. The patient's blood pressure was still high as of (B)(6) 2013. The pump was scheduled to be replaced. A catheter dye study was done on 08/15/2013 and the catheter was found to be patent. The patient weighed (B)(6). Every time the patient sat down the pump poked him in the ribs unless he held it down in place prior to sitting; the patient felt the current pump was too big. The patient was told when he got the larger pump that he could go longer between pump refills because of it being the 40cc pump but then 2-3 months later he was told they could not leave the medication in the pump that long because of drug stability issue. The patient was taking 13 medications for his rsd and was told they could put the drugs in his pump. The patient was having a return of symptoms and was currently in a lot of pain which caused him to get upset very easily. The manufacturer's device registration system indicates that the pump was replaced.

Manufacturer narrative:
(B)(4).